Event description:
(B)(4).

Manufacturer narrative:
As previously communicated, the shell was thrown away. The liner - associated component - was received back on (B)(6) 2015 and analyzed by r and d product manager, with the following comment: on the piece there are slight scratches on the surface probably caused during extraction phase. From the inspection of the implant it is not possible to determine a root cause for this event. On (B)(6) 2015 a final report was prepared and sent to the initial reported. The case was then closed on the same date.

Manufacturer narrative:
Batch review performed on 08 april 2015: lot 147123: (B)(4) shells produced and released on 15 january 2015. Expiration date: 2019-10-31. No anomalies found. To date, (B)(4) items have been sold without any similar event. On 03/13/2015, we received the confirmation that the item will not be sent back, but it has been thrown away. On 03/16/2015, the medical affairs director checked the x-ray received and made the following analysis: the report mentions the possibility of a latrogenic fracture of anterior acetabular wall during primary surgery, but I can see no evidence of that because the post-op xray is not available. I am unable to detect this from the fluoroscopic image. The pre-revision xray shows clear evidence of acetabular loosening and displacement. No mention of a traumatic event or about the development of this problem during the postoperative days. Such a dramatic mobilization is normally related to acetabular bone discontinuity, either traumatic or iatrogenic. Unfortunately the removed components ar not available for examination, but it is very unlikely that a device problem, undetected at implantation, may have resulted in such abnormous displacement.